Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.

Event description:
Sales rep reported that during a re-operation, one oasys screw head was loosen from the neck and she further reported that on a other oasys screw, the locking screw was loosened. Also, three weeks after the operation, the patient felt a snap from his neck, the nurse further reports that he after that got better movement in the neck. The xray showed that one of the screws on the left side ((B) (4)) had broken and that one of the screws on the right side ((B) (4)) the blocker had hopped out. This led to a reoperation of the patient but no further damages.